Event description:
A publication from the medical team at a hospital in germany reported upon patients in cardiogenic shock with takotsubo syndrome. They reviewed in 2/2024 a total of 47 patients, in which 9 received mechanical support. The patients had a mix of impella pumps (cp and 5.5) and extra corporeal membrane oxygenation (ECMO). The devices were meant to support the patients until heart transplants could be performed. During the supports the patients did suffer from valve regurgitation, both mitral and tricuspid, inflammation, stroke, organ failure, resuscitation, vessel dissection, infection, and medical escalation. The authors did state the hemodynamic support devices did improve heart function and reversal of the typical takotsubo findings.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Pdi/cerebrovascular accident: the cause of the injury was not determined due to insufficient clinical details.